Event description:
Following tka surgery, the product was not operating properly. The product was used for drainage and the patient was transfused with pre-donated blood.

Manufacturer narrative:
Device not returned for evaluation.